Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion around the l-arm, a stain inside the lg lens, a chip in the adhesive around the objective lens, a chip in the adhesive around the lg lens, and a gap in the adhesive area between the z-block and the distal end, which together indicate the component failure, while the presence of foreign material on the forceps elevator was noted but the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited corrosion around the forceps elevator lever (l-arm). The forceps elevator had foreign material present. The inside of the light guide lens showed a stain. The adhesive around the objective lens and light guide lens had a chip. Additionally, there was a gap in the adhesive area between the server plug-in (z-block) and the distal end. There was no patient involvement.